Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: needle clogged.

Manufacturer narrative:
Investigation: ten (10) samples were returned from the customer for investigation. The samples were visually examined and the samples were found to be clogged as light was not able to pass through the samples. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: needle clogged.